Event description:
Reported due to bleeding, hematoma, and surgical intervention. The physician attempted an arteriotomy closure with a perclose proglide device after a diagnostic procedure. The procedure was performed via the right femoral artery. Fluoroscopy was done prior to the procedure and the vessel was reported to look "normal." The first device had a cuff miss. The second device was inserted, mark was achieved and the foot was deployed. The physician noticed bleeding around the sheath of the device and suspected it was in "too deep." He closed the foot, pulled the device back and re-deployed the foot. Mark was not achieved. The foot was then closed and the device was removed without difficulty. A venous sheath was also in the right groin. Manual compression was held for twenty-five minutes and within five minutes a hematoma developed; size unknown. Reportedly, the hematoma continued to get larger; therefore, the venous sheath was removed and one person held compression on that site while another person held at the arteriotomy site for another thirty minutes. A femstop was applied to the arteriotomy site and "hemostatsis was achieved at skin level." The hematoma was reportedly ten inches in diameter and six inches vertically. Based on the size of the hematoma the pt was taken to surgery. The vascular surgeon indicated a "one centimeter tear above the artery into the adventitia area." The tear was reportedly where the incision was and a little calcification was noted on the distal portion of the vessel. The artery was repaired and the pt was transferred to the intensive care unit were they received one unit of blood. Hemoglobin and hematocrit levels were unknown. Vital signs remained stable throughout the entire time. The hematoma reportedly grew to cover the right buttocks, genitals, thigh above the knee and abdominal hip area." The pt was not anti-coagulated and remains in stable condition. This report reflects the second device used. Although requested, additional pt info is not available. Inspection of the returned device revealed the foot had tissue trapped within the guide bridge area. The posterior side of the guide and posterior foot appeared to have tissue present. The suture was intact. There was slack in the link which suggests the foot had been deployed and parked. No other abnormal observations were found. A review of the device history record for this lot did not produce any findings relevant to this report. The probable cause of failure was due to excess tissue inside the artery getting trapped between the foot and guide, preventing complete parking.